Manufacturer narrative:
This supplemental report corrects a minor discrepancy in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document (B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. The 510k information added.

Manufacturer narrative:
The involved precisor exl coated disposable biopsy forceps was discarded by the end-user facility. Without the involved device, an evaluation could not be performed, the reported incident of "ripped" tissue therefore could not be confirmed and the specific failure mode as well as associated root cause cannot be conclusively determined. However, evaluation of similar complaints revealed that the most likely cause of this reported problem can be the result of dull or misaligned jaws. Another possible cause of "tissue tearing" can be an insufficient closing of the device jaws due to a bent or constricted drive wire on the device caused by forceful insertion of the instrument and/or caused by over-angulation of the endoscope during the procedure. A review of the DHR could not be performed as the lot number of the device was not provided. A two (2) year review of complaint history for this device family showed a total of (B)(4) similar reports regarding tissue tearing requiring medical/surgical intervention to control bleeding. During this same two (2) year timeframe, (B)(4). Bleeding is a known inherent risk/complication of colonoscopy with polypectomy. Post polypectomy bleeding is the most common complication of colonic polypectomy. Rexdk, lewisbs, wagejd. Colonoscopy and endoscopic therapy for delayed post-polypectomy hemmorhage. Gastrointestinal endoscopy 1992, 38: 127. Polypectomy was associated with a 7-fold increase in the risk of bleeding or perforation. American society for gastrointestinal endoscopy. Complications of colonoscopy. Gastrointestinal endoscopy 2011, 74-4: 745. The precisor exl coated disposable biopsy forceps are indicated for endoscopic histological sampling of various tissue sites within the gastrointestinal and bronchial tracts via the operating channel of endoscopic instruments. To ensure proper function of the precisor exl coated disposable biopsy forceps and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: do not force the forceps if they do not pass smoothly through the endoscope, as this may damage both the forceps and the instrument channel of the endoscope. Do not apply excessive force when opening and closing the forceps. Advance forceps slowly. To help prevent injury or perforation, always view through the endoscope when advancing the forceps. When biopsying in areas of the gi tract where tissue walls are thin, as in the colon, it is important not to force the precisor exl forceps jaws into the wall. Excessive pressure may result in perforation. To prevent inadvertent damage to internal organs and body structure, take biopsy samples under direct visualization. Hemorrhage from inadvertent damage of organs and vessels may result from the use of this device. Therefore, the physician is advised to pay close attention to the general principles of proper hemostasis during the procedure, as well as to inspect the biopsy area prior to conclusion of the procedure. Adverse reactions associated with the use of biopsy forceps include acute and delayed hemorrhage, bowel perforation, localized or systemic infections and other risks associated with the methods and medications utilized in surgical procedures. Device discarded by end-user.

Event description:
The customer reported that during use of the precisor exl coated disposable biopsy forceps in a polypectomy procedure, the biopsy forceps was allegedly not cutting the tissue properly and "ripped" the tissue when the forceps was pulled away. This resulted in patient bleeding that required two (2) surgical clips to control the bleeding. The procedure was otherwise completed with no further complications or adverse effects reported. Despite numerous attempts to obtain further information surrounding this incident as well as patient demographics (age, weight, and gender), and current patient status, all requests remain unanswered to date.